Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was opened but not used during implant. It was noted that there was a defective helix. The lead was never implanted and a different lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.